Event description:
As reported by the user facility: reports tubing falling apart during chemo administration. Reports leaking at lower y site about 3 hours into drug infusion, multiple drugs including taxol and taxatere. Additional information provided by the facility indicated no one suffered any adverse sequelae associated with the incident.

Manufacturer narrative:
One used sample primary i.v. Set was returned to the manufacturer to be evaluated. No visual manufacturing defects were noted. The set was physically leak tested per specification. No leaks were noted on the set and the sample was found acceptable. No specific conclusions can be drawn. Although no inventory remains of the possible reported lots, the house retains for the reported lots were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot numbers. Additional lot #: 61038015, 61038016.